Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -12.5/2.0/077 (sphere/cylinder/axis), implantable collamer lens was inserted and removed. Lens was too large, replaced with another lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside microcentrifuge vial. Visual inspection found a haptic and the optic torn. Claim# (B)(4).